Event description:
It was reported that during total hip arthroplasty, acetabular cup inserter broke off inside the implant during attempted insertion. Another implant was then used to complete the procedure.

Manufacturer narrative:
Examination of fracture surface found evidence that inserter fractured due to overload. Furthermore, evaluation also found evidence that the threads were not properly aligned during engagement.